Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) had display not working issue. There was no patient involvement and no harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse visited the site and checked the device and confirmed the above-mentioned issue. The fse reset the connections of video receiver board, coiled cable and display pcb but still problem persist. Crosschecked the display controller pcb with another one, provided by customer and found that same was gone defective. Required replacement of the same. The fse replaced assy, dsply controller pcb. Device passed the all performance and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use.

Event description:
Na.